Event description:
Several phlebotomists have come in and I have two saved device and lot number where tubing was split or cut. Lot is 8036843 for 21 g butterfly. Manufacturer response for butterfly needle, (brand not provided) (per site reporter) : none yet.